Event description:
Procedure type: bullectomy. According to the reporter: the instrument was fired above the tissue, but did not clamp completely. Clips fell into the situs and had to be retrieved. The same problem occurred when using of a new handle and magazines. The operation was continued and the tissue was sewed by hand. The case was converted from endoscopic to open surgery.

Manufacturer narrative:
(B)(4).